Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting sars results for 1 asymptomatic consumer. The consumer communicated that they received 1 negative and 1 positive quickvue otc result the same day. The consumer also mentioned testing negative with other brands of over-the-counter antigen testing but did not have the results of pcr testing available. An additional consumer event was also communicated which is captured on a separate report.